Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled to have the generator removed because of infection and a new generator would be implanted later once the infection healed. The infection occurred within 3 months of implantation, the event did not result in death, nor was medical intervention planned to preclude death, and no device malfunction occurred or was alleged. A new device was implanted on (B)(6) 2016. A review of the device history revealed no malfunctions for the generator implanted during the infection and both the generator and lead were reported to have been sterilized prior to distribution. Additional relevant information has not been received to date.

Event description:
The generator was explanted on (B)(6) 2016. Additional relevant information has not been received to date.